Event description:
The customer stated that she was at work and lost consciousness due to hypoglycemia. The customer's blood glucose reading was 100 mg/dl at the time of the report. The customer stated that she did not receive any treatment; her body recovered on its own while in the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.